Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating elective replacement indicator (eri) alert was noted on the device, however, review of device records by abbott technical support indicated battery was above eri level.

Event description:
It was reported that incorrect interpretation of signals resulting in inappropriate high voltage therapy was noted on the device. Later, the device was found to be in back up vvi (bvvi) mode resulting in disable high voltage therapy. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition.